Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported during three laser assisted cataract procedures, the surgeon indicated the lens fragmentation pattern was interfering with capsule incision. Additional information has been requested.

Manufacturer narrative:
The field service engineer (fse) visited the site and evaluated the system due to the reported event. System was tested and found to meet specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).